Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified. No assignable cause was determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd4 freeline solo therapy for peritoneal dialysis (pd). At the time of this report it was not reported whether dianeal pd4 freeline solo 1.5% and 2.5% therapies were ongoing. On an unreported date, the patient experienced peritonitis. It was not reported if the patient was hospitalized, had laboratory testing, received medical intervention or remedial therapy. The outcome of the peritonitis is unknown.